Event description:
It was reported a patient had a spondylolisthesis reduction in 2004. The clamps were reported to have pulled off the shaft of the threaded post screws. This was found via post-op x-rays two months later. There were no patient complications reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.